Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination noted white threads & fibers on the distal coil. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. An attempt was made to insert a test guidewire into the device, and resistance was met in the distal coil due to the threads /fibers. The burr was microscopically examined and no issues were noted with the annulus of the burr and it is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the returned device indicates that the burr came in contact with the ¿surgical gown¿ causing fibers to be entwined around the coil. The dfu states that ¿the burr at the distal tip of the rotalink¿ catheter is capable of rotating at very high speeds. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01409. It was reported that a burr became stuck on the wire. Vascular access was obtained via the femoral artery. The 80% stenosed, 24x2.75mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the burr became stuck on the rotawire and the system stalled. The devices were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Event description:
Same case as MDR ID: 2134265-2015-01409. It was reported that a burr became stuck on the wire. Vascular access was obtained via the femoral artery. The 80% stenosed, 24x2.75mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the burr became stuck on the rotawire and the system stalled. The devices were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).